Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. This device was tested in clinic with isometrics and provocative maneuvers. An x-ray was completed with no integrity issues. This device was reprogrammed to the alternate vector with two times gain to mitigate further oversensing. This device remains in service. No adverse patient effects were reported.